Manufacturer narrative:
(B)(4). The sample has been returned and is being evaluated. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that an incident occurred on monday, (B)(6) 2015, while performing a standard radiofrequency procedure of the left knee. During the procedure an error appeared on the generator stating the temperature was out of range. The temperature was set at 90 degrees, but began to climb to 99 degrees. Once the temperature reached 99 degrees the generator shut off; however, the impedence functioned during this time. There were three different radio frequency needles used on different nerves of the knee. A skin burn occurred and the physician is unsure which needle was involved. The device was replaced and the procedure was completed without incident. Presently, the patient is stable and doing fine.

Manufacturer narrative:
UDI # unknown. Probe sample returned passed all testing [tc temp tests (room temp, hi temp), continuity, pmg function testing. Root cause identified that the user paired nitinol probe with 16ga cannulas, which is not recommended for conjunctive use. A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).